Event description:
The hosp reported that during the coronary artery bypass graft surgery, the seal did not deploy. The surgeon used a second unit to complete the procedure. No pt complications were reported by the hosp.